Event description:
It was reported that during a meniscus repair surgery, after t1 was implanted, when prepared to advance t2, t2 had a premature detachment. No patient injury reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The inserter and 13 inches of suture were returned for examination. No ts were returned. The trigger has been fully advanced and locked within the handle indicating a complete deployment. Examination of the suture shows it has been cut cleanly further indicating a complete deployment. The condition of the device is consistent with a successfully used device. Reported pre-deployment cannot be confirmed. This investigation could not identify any evidence of product contribution to the reported complaint.